Manufacturer narrative:
The product was returned for analysis and broken haptic was observed. Iol was returned outside the device. Additional observations were as follows: the device was returned in clear plastic bag. The lens stop has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip (possibly retracted back). The lens is returned in a specimen container. Solution is dried on the lens. One haptic is broken/torn and is returned. The product investigation could not identify the root cause for the reported complaint "broken haptic". The lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. Broken haptics may occur: ¿due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, the haptic broke. A backup lens was used to complete the procedure. Additional information was requested.